Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with high blood glucose levels. The patient's blood glucose levels reached 488 mg/dl while wearing the pod. The patient reports when their pod had expired they were unable to apply a new pod as their controller would not turn on. The patient reports they had woken up vomiting and having difficulty breathing. The patient was taken by ambulance to the hospital. Once at the hospital the patient had both an x-ray and a computed tomography scan administered. The patient was treated with antibiotics as well as an insulin drip. The patient remains in the hospital at the time of this call.